Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp0013 showed five other similar product complaint(s) from this lot number.

Event description:
It was stated "the patient found leakage from the PICC puncture site on (B)(6) 2021 and notified the nurse, who was given a dressing change and gelatin sponge to compress the puncture site. On (B)(6) 2021, when the patient was infused with fat emulsion, the patient found that the puncture site was leaking. The responsible nurse immediately notified the specialist nurse and the head nurse, pulled out the catheter 2cm from the body and found the leakage point of the catheter. After fully communicating with the patient, the catheter was cut and reconnected and the PICC chest radiograph was positioned. The tip of the catheter was under the clavicle. In principle, the peripherally intubated central venous catheter can be used for 1 year. Until the end of the patient's treatment, it can only be used as a medium-to-long catheter due to leakage, and the risk of various complications increases, and it is very likely that the patient will not be able to complete the subsequent treatment needs of the patient. Not only does it increase the patient¿s financial burden and mental pressure, but once a thrombosis occurs, there is the possibility of pulmonary embolism, and even threatens the patient¿s life."